Manufacturer narrative:
Initially reported in the 3500a initial under b3. Date of event ¿20-apr-2025¿. Additional information was received on 17-aug-2025, updating this date to ¿20-may-2025¿. Therefore, updated b3. Date of event field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch catheter and an irrigation issue occurred with the device used in the patient. After 6 ablation points, continuous bubble alarm. The tubing was changed and flushed again but still bubbles after a couple of seconds of ablation. The ablation catheter was extracted out of the patient and the flush was inspected. Only one hole open of the 6 holes. Catheter was changed with a new one and problem was solved. The procedure was delayed by 10 minutes due to the reported issue. The procedure was successfully completed. No patient consequence. Additional information was received. The issue was not noted before the device was used on the patient. Bubble error on the smart ablate generator. Steps taken to resolve the irrigation issue was to flush the tubing out of the patient until bubble error disappears (t lock). The bubble alarm was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was low. The irrigation issue with the device used in the patient was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch catheter. After 6 ablation points, continuous bubble alarm. The tubing was changed and flushed again but still bubbles after a couple of seconds of ablation. The ablation catheter was extracted out of the patient and the flush was inspected. Only one hole open of the 6 holes. Catheter was changed with a new one and problem was solved. The procedure was delayed by 10 minutes due to the reported issue. The procedure was successfully completed. No patient consequence. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 17-jul-2025. A visual inspection and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. Irrigation tests were performed, and the device was irrigating correctly. No irrigation issues were observed. Additionally, no obstructed irrigation holes nor bubble alarms were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and bubble alarm issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).